Event description:
It was reported that when plugging in the rosa unit, there was a big spark at the plug. No patient involvement, no harm or injury. No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). H3- the device will be evaluated on site. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.